Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance with the syringe plunger while trying to load the cartridge with insulin. During troubleshooting, it was determined that a small piece of the cartridge septum was blocking the syringe. A new syringe was loaded and the cartridge was successfully filled with insulin. There was no reported impact to blood glucose.